Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient believed that during right ventricular threshold testing using autocapture, no backup pulses were delivered and the patient experienced asystole. No intervention was performed. Additional information notes that the patient returned to the clinic and autocapture was found to work well. The patient was fine.